Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was syringe plunger not in place found in the event history log (ehl). During analysis, the reported issue was able to be duplicated. It was identified that left plunger case, push block, timing plate and timing spring inside plunger head are all contaminated with grease. Customer contamination was caused by the customer incorrectly assemble pump. Service replaced contaminated parts, reassembled and re-set plunger head. Performed self-test and syringe test.

Event description:
It was reported that the plunger sensor is not working.